Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred and a subsequent pt death. The 100% stenotic eccentric de novo lesion was located in the left circumflex (lcx) artery. The pt presented with an st-segment elevation myocardial infarction (stemi). Access to the lesion was obtained via the transradial approach using a 6f radial guide catheter. A 3.0x20mm taxus drug-eluting stent delivery system was advanced to the lesion and the stent was placed. A 3.0x15mm quantum maverick balloon was used to post dilate the stent. The procedure was also complicated by a pt2 guide wire breakage. "The guide wire broke in the first marginal branch after kissing balloon." At what point during the procedure the break occurred is unk. The break was located at the distal portion of the pt2 guide wire. As a result of the break, the physician was unable to retrieve the guide wire as a unit. An attempt was made to retrieve the separated portion; however, it was unsuccessful. The procedure was complicated by an stemi. Subsequently, at an unspecified time, the pt died. In the opinion of the physician, the pt death is unlikely to be related to the pt2 guide wire. The cause of death was the stemi.